Event description:
On (B)(6) 2011 the vns pt reported to the case manager that she had felt poorly and that her chest and neck were real swollen and painful so she went to the hospital and it was discovered that she had a post op infection of her incisions. The pt said that she was unclear of the dates when this occurred but that she thinks she was in the hospital from about (B)(6) 2011 to (B)(6) 2011. The physician later reported that the pt had no infection; that she was admitted for a different medical complaint. No further info regarding the medical complaint was provided. He said that the pt has normal post op results. Good faith attempts for info regarding why the pt was hospitalized; specifically its relationship to vns, have been to no avail thus far. If additional info is received, it will be reported.